Event description:
During the gastric bypass procedure, instrument gave instrument code error, tried retightening with no change. New instrument was utilized with no errors. No pt consequence. Case completed with another device of the same product code.